Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the threads of the screw stripped and a fragment was starting to peel off broken. The potential cause for this condition can be traced to a component failure that was caused by exposure to unintended forces, most likely during manipulation or usage. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the lockscr ø5 l40 f/nails tan light green would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part number: 04.005.530, lot number: 4868p41, manufacturing site: mezzovico, release to warehouse date: 10 mar 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a tfna was broken at blade level. Patient was revised to a gamma 4 nail. Patient status: after revision patient was full load bearing mobility.